Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The air/water nozzle was flushed with water and air. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an image appear on the monitor but was noisy. It is unspecified when the issue was found. The device was returned for evaluation. During the device evaluation, the nozzle was found clogged with foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Inspection and testing found image noise due to damage to the scope connector, insufficient angle and play in the angulation knob due to wear of the angle wires, the connecting tube was scratched, dented, wrinkled, and buckled due to handling, the distal end cover was burned, scratched and dented due to handling, objective lens adhesive was peeling and cloudy, light guide lens adhesive was peeling and cloudy, light guide lens cracked due to handling, bending section cover adhesive was chipped, cracked and cloudy, scratches on the grip, plug unit, switch one, and universal cord due to handling, control unit discoloration due to handling, suction cylinder paint peeling due to handling, scratches on the control unit side and connector side of the universal cord protector, and wear on switch 4 due to handling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.